Event description:
This report is being filed upon notification from our x-ray MFR (B)(6) to submit this event that happened in (B)(6). Problem: the ceiling suspension cable roller of this x-ray system was damaged which resulted in it dropping/falling from the ceiling suspension. There was no person involvement or injury.

Manufacturer narrative:
Eval method, results, conclusion - the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.